Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was resistance at the distal end of the catheter. It was difficult to push the middle catheter to go upper, and there was damage. The microcatheter and guidewire were not damaged. Both the distal end and the middle were not opened well. The blood vessels were relatively straight, not placed in obvious curves, and the tumor body at the bridging was too large. After it was withdrawn and re-deployed, and the position was adjusted. The balloon expansion was not used and the ped was felt to be slightly rough, so it was taken out.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex braid was returned within a plastic tube; inside of a biohazard bag and a shipping box. There was no pushwire or catheter returned with the braid. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were fully opened and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failure to open as the distal and proximal ends of the braid were fully opened and frayed. The cause could not be determined. Possible cause includes damaged braid. However, the customer report of "resistance during delivery" could not be confirmed as the pipeline flex braid was returned without the pushwire and catheter. The cause of the resistance could not be determined. Possible causes include the use of damaged device and lack of continuous flush during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the first ped was successfully deployed, due to large changes in the blood vessels and the aneurysm carotid artery was too wide, for the first time, it could not be opened. For the second time, there was a risk of herniation into the aneurysm carotid artery. After two adjustments, the front end of the stent was rough. Besides, it was obvious to sense that the resistance was too large and it could not be opened normally, therefore, it was replaced with a new stent. Additionally, when the stent was deployed, it was stated that it was difficult to push the navien to go upper and there was significant resistance. The catheter could not be pushed. Resistance occurred in the distal section. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the IFU.  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm with a max diameter of 9mm and a 12.27mm neck diameter. The landing zone was 3.83mm at the distal end and 4.2mm at the proximal end. The access vessl was the right femoral artery with 9mm diameter. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered, pru level iia.  Ancillary devices include a acheva, 6f 125cm guide catheter, ev3, phenom27 microcatheter, and a asahi, model specification: wain-cki -10-200 guidewire.